Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/17/2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. On 12/31/2020 the patient experienced sweating, loss of consciousness, and ¿crummy¿, due to an extremely high blood glucose level. The patient could not remember whether her dexcom device displayed any alerts, and if the cgm device was displaying any numerical readings at the time but stated that the cgm device only showed ¿high¿. The patient was unable to recall the exact date or time of the incident, how long she was unconscious, or who contacted emergency medical services. When paramedics took a fingerstick, the blood glucose reading was 2000 mg/dl. Ems transported her to the hospital, where she was hospitalized for several days. The patient did not recall the specific medications administered during the hospitalization but stated that medical staff recommended humalog insulin, either by injection or via insulin pump if functional, to lower her blood glucose levels. It is unknown how much time the patient was eventually in the hospital for. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.